Manufacturer narrative:
Visual inspection: scratches on the housing surface of the m.blue®. Deposits in the pediatric cotrol reservoir. Permeability test: a permeability test has shown that the m.blue® has a blockage, the reservoir is permeable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the click force could not be measured due to the non-adjustability. Computer controlled test: because the valve is not permeable, a computer controlled test is not applicable. Internal inspection: after dismantling of the valve, deposits were found in m.blue results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation, we can determine a blockage and a non-adjustability of the m.blue at the time of our investigation. The detected deposits can be named as the cause for the functional impairment. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (#fx816t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.